Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the surgeon that during implant, he was unable to use the coring knife as it was too dull to core the ventricle. The surgeon used a scalpel to complete the case without any injury to the patient. The patient remains stable, and on lvad support while awaiting a heart transplant.